Manufacturer narrative:
As reported, a 6/7f mynx control vascular closure device (vcd) failed, requiring manual pressure to be held. Proper technique was used for deployment, and the balloon inflated fully upon initial entry but when looking under x-ray prior to deployment it looked partially deflated. There was no reported patient injury. The procedure used a 6f non-cordis sheath with the vcd. The procedure used antegrade access in the femoral artery. Additional information was requested but not provided. The product was not returned for analysis. A product history record (phr) review of lot f2300403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) failed, requiring manual pressure to be held. Proper technique was used for deployment, and the balloon inflated fully upon initial entry but when looking under x-ray prior to deployment it looked partially deflated. There was no reported patient injury. The procedure used a 6f non-cordis sheath with the vcd. The procedure used antegrade access in the femoral artery. Additional information was requested but not provided. The device is not being returned for evaluation.